Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023, a patient care technician (pct) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis and expired during this admission. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the reporting pct and the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. The patient also received diagnoses of aspiration pneumonia, respiratory failure, multi-organ failure and sepsis, all of which were attributed to chronic comorbidities and unrelated to pd therapy or the use of any fresenius product(s) or device(s). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient had issues with cleanliness and did not always adhere to handwashing protocol during pd treatments. The patient was prescribed intravenous (IV) vancomycin, IV gentamycin and IV ciprofloxacin for antibiotic therapy (unknown dosages, frequency and durations). The patient¿s pd catheter was removed due to the severity and nature of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the treatment course. On 10/04/2023, due to the severity of the patient¿s multimorbidity, the patient was placed on ¿comfort measures only¿ (cmo) which discontinued all modalities of renal replacement therapy. The patient expired on (B)(6) 2023 due to a cardiac arrest attributed to multi-organ failure. It was affirmed the patient was not on any modality of dialysis at the time of death and lifesaving measures were not performed due to the cmo order. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, it was confirmed the patient¿s cardiac arrest, attributed to multi-organ failure and their subsequent death was unrelated to renal replacement therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
On (B)(6) 2023, a patient care technician (pct) reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with peritonitis and expired during this admission. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the reporting pct and the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2023 following abdominal pain and cloudy peritoneal effluent fluid. The patient also received diagnoses of aspiration pneumonia, respiratory failure, multi-organ failure and sepsis, all of which were attributed to chronic comorbidities and unrelated to pd therapy or the use of any fresenius product(s) or device(s). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and an elevated wbc count (exact count unknown). The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient had issues with cleanliness and did not always adhere to handwashing protocol during pd treatments. The patient was prescribed intravenous (IV) vancomycin, IV gentamycin and IV ciprofloxacin for antibiotic therapy (unknown dosages, frequency and durations). The patient¿s pd catheter was removed due to the severity and nature of infection during this hospitalization. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the treatment course. On (B)(6) 2023, due to the severity of the patient¿s multimorbidity, the patient was placed on ¿comfort measures only¿ (cmo) which discontinued all modalities of renal replacement therapy. The patient expired on (B)(6) 2023 due to a cardiac arrest attributed to multi-organ failure. It was affirmed the patient was not on any modality of dialysis at the time of death and lifesaving measures were not performed due to the cmo order. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, it was confirmed the patient¿s cardiac arrest, attributed to multi-organ failure and their subsequent death was unrelated to renal replacement therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s adverse event can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Concerning the patient¿s death, a temporal relationship does not exist between renal replacement therapy and the patient¿s cardiac arrest, preceding their death. The cardiac arrest leading to their death can be attributed to multi-organ failure and multimorbidity as reported by a medical professional. It is well known the end-stage renal disease population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event.